Event description:
It was reported that several transmissions noting under-sensing of r waves were observed on the implantable cardiac monitor. Initial programming changes were made to reduce sensitivity with further programming changes to follow. There were no patient consequences.